Event description:
Customer reported she received a reading of 50 mg/dl (trend arrow diagonally downwards) on her adc freestyle libre sensor. Customer further reported she self-treated with dr.peppers and sweets and experienced sweating and lightheadedness. Customer was seen by the doctor who obtained a reading of 500 mg/dl on the hcp meter and was diagnosed with hyperglycemia and administered unspecified units of insulin via IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a reading of 50 mg/dl (trend arrow diagonally downwards) on her adc freestyle libre sensor. Customer further reported she self-treated with (B)(6) and experienced sweating and lightheadedness. Customer was seen by the doctor who obtained a reading of 500 mg/dl on the hcp meter and was diagnosed with hyperglycemia and administered unspecified units of insulin via IV. There was no report of death or permanent impairment associated with this event.